Manufacturer narrative:
Investigation: during the procedure, the rn observed clumping and bubbles in the collect line and clumping in the channel going towards the connector. Per the customer, the ac ratio was decreased to 10:1 and had an ac infusion rate of 1.3. She was able to see the clumping in the 3 lines coming off the connector when unloading the disposable set. They have been using this machine with no problems. The run data file (rdf) was analyzed for this event. Per the rdf, the spectra optia system operated as intended by identifying possible excess volume in the reservoir during the third and fourth chamber flush and triggering the ¿low-level reservoir sensor detected excess fluid¿ alarm and ¿volume in collection bag may be lower than reported¿ alarm. The aim images were reviewed for this procedure and there were indications of clumping in the channel and the collect port starting at approximately 100 minutes into the run and lasting throughout the remainder of the procedure. If the clotting in the collect line was severe enough, this could have partially occluded the collect line during the chamber flush portion of the collection and caused the contents of the chamber to be diverted away from the collect bag and back into the reservoir. This can ultimately contribute to lower than expected volume in the collection bag in some cases. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: per the rdf, there were indications of clumping in the channel and the collect port starting at approximately 100 minutes into the run and lasting throughout the remainder of the procedure. The operator's statements also confirmed this finding. The system operated as intended by identifying possible excess volume in the reservoir during the third and fourth chamber flush and triggering the ¿low-level reservoir sensor detected excess fluid¿ alarm and ¿volume in collection bag may be lower than reported¿ alarm.

Event description:
The customer reported that during a mononuclear cell collection (mnc) procedure, she received several alarms throughout the procedure, including a 'fluid balance may be 20% lower than reported' alarm. Per the customer, the patient was hemodynamically stable at the end of the procedure and no rinseback was done. No medical intervention was necessary for this event. The patient was collected again the next day. The customer declined to provide patient identifier and age. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.